Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the instrument manager to resolve reported issue. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. In addition, a document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Probable cause for the mechanical failure is wear and tear. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).(B)(6). The field service specialist (fss) visited customer site and the issue was confirmed. Fss installed a loaner system and the loaner system met all amo specifications.all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. The customer, restarted the system and completed surgery for the patient.

Manufacturer narrative:
(B)(4)